Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed split tubing on the catheter tubing at the flaring site at the metal wedge. The sample was subjected to a catheter leak test and a leak was observed near the nose of the adapter. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. For further analysis the catheter tubing was cut cross-sectionally near the adapter nose to observe the six stripes. No abnormalities were observed on the split tubing filled stripes as the stripe location was centered. The assembly process was reviewed. The machines where the catheter tubing was flared onto the metal wedge was reviewed and there was no issue observed which could cause the split tubing. It was suspected that the tubing was defective, which caused the tubing to be weakened and split when flared onto the metal wedge. Based on the complaint history review, this is the first leakage complaint reported for this lot. As for current controls, there are in-process visual inspections in place to check for catheter tubing damage. There is also a daily outgoing functional test in place to check for catheter leakage. Revision of the in-process inspection form was completed to add cleaning of the die after each produced spool to prevent the defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd angiocath plus 24ga x 0.75in leaked the client found that the drug leaked between the catheter and the hub while injecting the drug after inserting the catheter into the patient's vein.